Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack around the trifurcation area of the catheter, and water leaked during the pretest.

Manufacturer narrative:
The reported issue was confirmed as manufacture related. Per visual inspection, a cut 0.5¿ from the trifurcation on the drainage lumen was found. Per functional evaluation, the catheter balloon was inflated with 15 cc of air using a syringe and it did not deflate. Water was injected by was of the drainage lumen and leakage was noted by the cut below the trifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was a crack around the trifurcation area of the catheter, and water leaked during the pretest.